Event description:
The patient was put on a hemodialysis machine. Five minutes later, there was a minor blood leak alarm. The nurse was unable to clear the alarm, and the drain water tested positive for blood. Treatment was stopped and blood was not returned. The doctor on this case was notified. Stats for hemoglobin and hemacrit were sent. A hemodialysis technician set up a new machine with a new dialyzer, and the patient was switched to the new machine without any further complications.